Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise which caused auto mode switching. The noise was not reproducible with isometrics. The patient's pulse generator was reprogrammed to ddi mode and the patient will be monitored.